Manufacturer narrative:
On september 20, 2024, mentor received additional information indicating that the correct date of explantation was on (B)(6) 2024. In addition, the implant was discarded. On september 24, 2024, mentor received additional information indicating that the patient's implants were replaced bilaterally with non-mentor devices. On september 27, 2024, mentor received additional information indicating that the was also diagnosed with bilateral breast capsular contractures (baker grade IV on the right and unspecified baker grade on the left). The patient also suffered right breast hardness and left breast pain. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On october 3, 2024, an analysis of the suspect medical device¿s photo was completed. Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. This medwatch form is for the right breast prosthesis. Capsular contracture on the left breast will be reported under mrn: 1645337-2024-12004.

Manufacturer narrative:
Section d 6b. Explantation date:(B)(6) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation revision with two 400cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via MRI, with right breast pain, feeling hot, and breast implant rupture. As a result, the patient has been scheduled for breast implant removal surgery on (B)(6) 2024.